Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils were confirmed. The reported break was unable to be confirmed as the wire did not have a visible break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that inadvertent mishandling of the guide wire during preparation and/or additional tip shape, caused the noted bend on the tip, the reported stretched, wavy, misaligned coil damage and the appearance of a core break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional hi-torque 014 bmw guide wire device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during preparation of a hi-torque 014 bmw guide wire the coils stretched and the core of the guide wire broke. This occurred with a total of two hi-torque 014 bmw guide wires. The guide wire were not used and there was no patient involvement. The procedure was successfully completed with a new hi-torque 014 bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.